Event description:
It was reported the flushing pump foot pedal would not reinflate unless it was disconnected from the flushing pump. It occurred during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump foot pedal would not reinflate unless it was disconnected from the flushing pump. It occurred during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the reported failure was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined but recommended to replace air switch unit front as preventive measure. The most probable cause of the complaint is no problem detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.